Event description:
During use of a powerflex pro balloon it was reported that the balloon ruptured at below nominal pressure during its initial inflation. The patient was male but his age was unknown. The target lesion was left external iliac artery. The lesion was heavily calcified. The rate of stenosis was unknown. The devices were properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. A powerflex pro balloon was delivered to the lesion with no difficulty. The balloon was inflated; however, it ruptured at 7-8 atmospheres during its initial inflation. Therefore, it was removed from the patient without difficulty. It is unknown as to what brand contrast was used. The contrast to saline ratio is unknown. The type of inflation device used to inflate the balloon is unknown. The lesion was dilated with a non-cordis balloon catheter. The procedure finished successfully. There was no reported patient injury.

Manufacturer narrative:
During use of a powerflex pro balloon it was reported that the balloon ruptured at below nominal pressure during its initial inflation. There was no reported patient injury. The target lesion was left external iliac artery. The lesion was heavily calcified and the rate of stenosis unknown. The devices were properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. The powerflex pro balloon was delivered to the lesion with no difficulty. The balloon was inflated; however, it ruptured at seven to eight atmospheres during its initial inflation. Therefore, it was removed from the patient without difficulty. It is unknown as to what brand contrast media or contrast to saline ratio. The type of inflation device used to inflate the balloon is unknown. The lesion was dilated with a non-cordis balloon catheter. The procedure finished successfully. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis and the exact cause could not be determined. Based on the information available for review, there is vessel characteristics (heavily calcified) which may have contributed to the reported balloon burst. Neither the event description nor the DHR suggest that the reported failure could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.